Event description:
Customer stated, "she put the pad on the bed and covered it with a towel and then laid down on the pad and towel. She had the controller laying beside her on the bed. She heard a buzz and then she looked and she saw sparks and a little bit of a flame that came out." The event lasted a second. The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The inspector observed that the there was a cut on the cord near the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. The cut is the cause of the spark and flame. The inspector also determined that the pad was being misused. The pad was bunched and the leads were bent. These are signs that the pad was folded and laid on. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". Also, the user stated that she was laying on the pad. (B)(4) did not observe a similar issue within the lot.